Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was reported. Approximately seven days after implant, mild pvl was reported. Approximately one year after implant, moderate pvl was reported. No treatment was reported. No adverse patient effects were reported. Additional information was received that the transcatheter valve had been implanted deep into an existing medtronic surgical valve. The position depth was 8 mm on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). One year and eight months post-implant, the patient was hospitalized due to difficulty breathing associated with chf. A n-terminal pro-b-type natriuretic peptide (nt-probnp) level of 6257 pg/ml and pleural effusion were noted at admission. Antibiotics and diuretics were prescribed. Approximately one year and ten months post-implant, mitral valve repair was performed with a non-medtronic device (abbott mitraclip). Approximately two years and one month post-implant, the patient was hospitalized for dyspnea and respiratory distress associated with congestive heart failure (chf) after developing difficulty breathing when walking at home. Computed tomography (CT) imaging showed pneumonia and pleural effusion. Oral administration was adjusted and cardiac rehabilitation was performed. The following day, improvement was noted and the oxygen demand gradually became mild. Approximately three years following the valve implant, an echocardiogram showed a 4-5 mm hole had been opened around the lower end of the valve. Echocardiogram and computed tomography (CT) imaging showed no problem with the movement of the valve itself as it opened and closed firmly but the valve was explanted and replaced with a surgical valve (unknown manufacturer) approximately three years and four months post-implant. Per the physician, the previous surgical valve was highly calcified and a post-implant balloon aortic valvuloplasty (bav) was performed, so the area may have become worn out due to chronic rubbing against the calcification. No additional adverse patient effects were reported.

Event description:
Additional information was received that approximately three years and four months following the valve implant, the hole in the valve was accompanied by heart failure and regurgitation from the same site.

Manufacturer narrative:
Updated data: b5 - event description h6 - device codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 ¿ method, result and conclusion codes h10 ¿ conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The trace paravalvular leak (pvl) declined to moderate pvl. Pvl is a known potential adverse effect per the device instructions for use (IFU) and can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, a conclusive cause could not be determined from the information available. However, calcification and the implant depth may have been contributing factors. Mitral valve interaction is a potential adverse event associated with the implantation of the valve and it can be attributed to factors such as valve position and implant depth where the depth can impinge on the mitral valve function or damage the mitral valve. Transcatheter valve had been implanted deep into an existing medtronic surgical valve. The position depth was 8 millimeter (mm) on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). Although this, and the calcification, were a likely contributing factors, this could not be confirmed by medtronic with the limited information available, so a conclusive root cause could not be determined. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities, etc.). A conclusive relationship between the reported congestive heart failure and the device or procedure could not be determined with the limited information available. Effusion is a known effect that can occur after cardiac procedures, but in this case the root cause unable to be determined. It was reported that the effusion was likely present prior to the1 year 8 month post implant hospitalization. The reported congestive heart failure is likely a contributing factor. The valve was explanted an replaced with a surgical valve. No further adverse patient effects were reported. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was reported. Approximately seven days after implant, mild pvl was reported. Approximately one year after implant, moderate pvl was reported. No treatment was reported. No adverse patient effects were reported. Additional information was received that the transcatheter valve had been implanted deep into an existing medtronic surgical valve. The position depth was 8 mm on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). One year and eight months post-implant, the patient was hospitalized due to difficulty breathing associated with chf. A n-terminal pro-b-type natriuretic peptide (nt-probnp) level of 6257 pg/ml and pleural effusion were noted at admission. Antibiotics and diuretics were prescribed. Approximately one year and ten months post-implant, mitral valve repair was performed with a non-medtronic device (abbott mitraclip). Approximately two years and one month post-implant, the patient was hospitalized for dyspnea and respiratory distress associated with congestive heart failure (chf) after developing difficulty breathing when walking at home. Computed tomography (CT) imaging showed pneumonia and pleural effusion. Oral administration was adjusted and cardiac rehabilitation was performed. The following day, improvement was noted and the oxygen demand gradually became mild. Approximately three years following the valve implant, an echocardiogram showed a 4-5 mm hole had been opened around the lower end of the valve. Echocardiogram and computed tomography (CT) imaging showed no problem with the movement of the valve itself as it opened and closed firmly but the valve was explanted and replaced with a surgical valve (unknown manufacturer) approximately three years and four months post-implant. Per the physician, the previous surgical valve was highly calcified and a post-implant balloon aortic valvuloplasty (bav) was performed, so the area may have become worn out due to chronic rubbing against the calcification. No additional adverse patient effects were reported. Additional information was received that at the one year post-operative follow up appointment, an echocardiogram was performed; the pvl was noted to be increased to moderate. The moderate pvl was noted to be unchanged at the two-year and three-year post-operative follow up appointments. There was no indication of device failure or adverse events due to device failure through the three-year post-operative follow up appointments. However, it was noted the patient presented one year, eight months following valve implant, for a scheduled/routine appointment due to worsening of heart failure. A recommendation was made for the patient to be hospitalized; however, the patient refused and returned home. While in the home setting, the patient reported experiencing difficulty breathing and re-presented. The patient was admitted for intravenous therapy medication administration. Treatment was reduced to oral medication. Following rehabilitation therapy the patient was discharged to home. No adverse patient effects were reported. Additional information was received that approximately three years and four months following the valve implant, the hole in the valve was accompanied by heart failure and regurgitation from the same site. Additional information was received that approximately one month prior to the valve explant, the patient was hospitalized and treated for worsening of heart failure.

Manufacturer narrative:
Updated data: b5. Fifth paragraph added medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was reported. Approximately seven days after implant, mild pvl was reported. Approximately one year after implant, moderate pvl was reported. No treatment was reported. No adverse patient effects were reported. Additional information was received that the transcatheter valve had been implanted deep into an existing medtronic surgical valve. The position depth was 8 mm on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). Approximately three years post-implant, mitral valve repair was performed with a non-medtronic device (abbott mitraclip). An echocardiogram showed a 4-5 mm hole had been opened around the lower end of the valve. Echocardiogram and computed tomography (CT) imaging showed no problem with the movement of the valve itself as it opened and closed firmly but thevalve was explanted and replaced with a surgical valve (unknown manufacturer) approximately three years and four months post-implant. Per the physician, the previous surgical valve was highly calcified and a post-implant balloon aortic valvuloplasty (bav) was performed, so the area may have become worn out due to chronic rubbing against the calcification. No additional adverse patient effects were reported.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, trace paravalvular leak (pvl) was reported. Approximately seven days after implant, mild pvl was reported. Approximately one year after implant, moderate pvl was reported. No treatment was reported. No adverse patient effects were reported. Additional information was received that the transcatheter valve had been implanted deep into an existing medtronic surgical valve. The position depth was 8 mm on the non-coronary cusp (ncc) and 9 mm on the left coronary cusp (lcc). One year and eight months post-implant, the patient was hospitalized due to difficulty breathing associated with chf. A n-terminal pro-b-type natriuretic peptide (nt-probnp) level of 6257 pg/ml and pleural effusion were noted at admission. Antibiotics and diuretics were prescribed. Approximately one year and ten months post-implant, mitral valve repair was performed with a non-medtronic device (abbott mitraclip). Approximately two years and one month post-implant, the patient was hospitalized for dyspnea and respiratory distress associated with congestive heart failure (chf) after developing difficulty breathing when walking at home. Computed tomography (CT) imaging showed pneumonia and pleural effusion. Oral administration was adjusted and cardiac rehabilitation was performed. The following day, improvement was noted and the oxygen demand gradually became mild. Approximately three years following the valve implant, an echocardiogram showed a 4-5 mm hole had been opened around the lower end of the valve. Echocardiogram and computed tomography (CT) imaging showed no problem with the movement of the valve itself as it opened and closed firmly but the valve was explanted and replaced with a surgical valve (unknown manufacturer) approximately three years and four months post-implant. Per the physician, the previous surgical valve was highly calcified and a post-implant balloon aortic valvuloplasty (bav) was performed, so the area may have become worn out due to chronic rubbing against the calcification. No additional adverse patient effects were reported. Additional information was received that at the one year post-operative follow up appointment, an echocardiogram was performed; the pvl was noted to be increased to moderate. The moderate pvl was noted to be unchanged at the two-year and three-year post-operative follow up appointments. There was no indication of device failure or adverse events due to device failure through the three-year post-operative follow up appointments. However, it was noted the patient presented one year, eight months following valve implant, for a scheduled/routine appointment due to worsening of heart failure. A recommendation was made for the patient to be hospitalized; however, the patient refused and returned home. While in the home setting, the patient reported experiencing difficulty breathing and re-presented. The patient was admitted for intravenous therapy medication administration. Treatment was reduced to oral medication. Following rehabilitation therapy the patient was discharged to home. No adverse patient effects were reported.

Manufacturer narrative:
Updated data: a. Select patient information cannot be documented in the file due to regional privacy regulations. B5. Third paragraph b7. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.